Event description:
It was reported that 4 boxes of bd syringe 3 ml ll bns were missing label information. The following information was provided by the initial reporter: we had 4 boxes without labels this week.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: it was reported boxes were received without labels. To aid in the investigation, three photos of bd export bulk boxes were received for evaluation by our quality team. Each image shows the exterior of two taped boxes on a wooden pallet with no box labels on any side. One image shows the sides which include handwritten box numbers used for internal use. Boxes 85 and 261 appear to have different handwriting. Another image shows the opposite side of the boxes. The third image shows an additional side of the boxes; one box has a shipping label on it. There is no residue on any sides shown that could suggest the label was on the box and then removed. The condition observed is non-conforming per product specification and associated with the packaging process. As the lot number is 'unknown,' a device history record review could not be completed. It could be possible this lot was manufactured prior to a corrective action for this defect implemented in may 2021. Upon completion of a bulk pallet the operator must verify all boxes on the pallet have a label attached prior to hand wrapping the pallet for transfer to the warehouse and document it appropriately as a bulk pallet label verification on the process records. H3 other text : see h.10.

Event description:
It was reported that 4 boxes of bd syringe 3 ml ll bns were missing label information. The following information was provided by the initial reporter: we had 4 boxes without labels this week.